Manufacturer narrative:
The stapler sureform 60 instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the instrument log for the stapler sureform 60 instrument (480460-09/ l10220804-0643) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022. A review of the device logs for the sureform 60 stapler associated with this event has been performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: "logs show pn 480460-09, ln l10220804-0643 was installed on the system 6x and fired 5x on the first 5 installs. 1 white followed by 4 black. All clamping and firing were completed per the logs with no pauses for compression. On the 1st install there was a completed clamp followed by a completed unclamp, prior to the first fire. On the 4th install there was an aborted clamp attempt prior to a completed clamping and firing. On the last install there were no clamping or firing attempts. There are no stapler related errors in the msc logs." No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that the staple line was incomplete. Review of stapler logs confirmed all firings were completed with no incomplete clamps or pauses for compression. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic neck anastomosis surgical procedure, the stapler sureform 60 instrument misfired during procedure. When stapler was placed in robotic arm, it clamped and gave a 100% ready to fire, but during firing tissue did not staple. There was no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.